Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had low blood glucose but not hospitalized. Customer's blood glucose was 51 mg/dl. The customer stated that he was mowing the grass and had fell. Customer was advised that he could in any time to troubleshoot. The customer stated that there was no issue with the insulin pump.